Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that their right ventricular (rv) lead exhibited failure to capture. During a repositioning attempt, it was discovered that the rv lead had perforated the patient's heart. It was also discovered that the patient had an infection and there was old brownish blood and a white cream consistent fluid inside the pocket. A culture was performed. The patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and rv lead were explanted. The patient was stable.